Event description:
As reported by the customer, during reprocessing of the device, after use in an unknown procedure, foreign material was observed in the channel. The previous procedure was completed with less than 15 minutes delay. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in (B)(6) but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, presence of foreign material in the channel was confirmed. The foreign material appeared to be the head of a brush. When reprocessed with the correct steps, the foreign material was removed from the channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that the user used a non-olympus cleaning brush. Foreign matter in the channel was the cleaning brush head, which has little to do with the cleaning process. From these findings, we presumed that the brush became broken for its unfitting diameter to the channel diameter, deterioration of the brush or the like. Then the cleaning brush head may have left inside the biopsy channel. The instructions for use (IFU) state the following: "inspection of the endoscopic system: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ the IFU further states: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter after each patient procedure.¿ olympus will continue to monitor field performance for this device.